Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance several times due to low blood glucose on (B)(6) 2017. Customer's blood glucose ar tge tume if the (B)(6) 2017 incident was 28 mg/dl. The customer experienced symptoms such as unresponsiveness and loss of consciousness and was taken to the emergency room. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The reservoir will not be returned for analysis.